Event description:
Customer reportedly administered novolin r insulin based on possible results in the 400's, 500's (mg/dl) and hi (greater than 600 mg/dl) obtained on the advantage system. Twenty minutes following insulin administration, the customer reported low blood glucose symptoms; customer's spouse treated her with unk oral carbohydrate and her low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.